Event description:
Technician alleged that the trendelenburg does not function. No pt impact.

Manufacturer narrative:
The technician found the trendelenburg mechanism was loose. The technician tightened the trendelenburg mechanism assembly and adjusted the gas springs to resolve the issue.